Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was reported as "skin issue". It was not reported if the patient was hospitalized for the event. On the same day as event onset, treatment was initiated with meropenem injection (500mg, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, every 3rd day, intraperitoneal, ongoing) for peritonitis. Three (3) days after event onset, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.